Event description:
The customer¿s blood glucose level was displayed as ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates to address the low blood glucose level and received normal assistance from a third party without being incapacitated. Technical support assisted the customer in updating the carbohydrate ratio setting and advised checking in with their healthcare provider whenever settings are updated, which the customer understood and acknowledged.